Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue: battery alert, pump shuts down on its own. This occurred before use in the cleaning department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pump shuts down on its own" was reproduced when testing with the customer wireless battery module (wbm) attempting to charge the wbm with both customer's ac adapter and a known good test ac adapter. Evaluation was unable to power on the device with the customer's wbm. Evaluation was able to power on the device with a known good test wbm with no battery alerts or errors. Evaluation was able to charge a known good test wbm with a known good test ac power adapter and customer's ac adapter with no battery alerts or errors. The customer's battery module would not function without ac power therefore the improper shutdown could have happened if the batter alert was intermittent or if the user removed the power cord when the pump displayed a battery alert. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the event history log revealed "improper shutdown!" Messages followed by an battery error:1 alarm. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation determined that no fault was found with the pump, the device functioned as intended however, the battery module was tested separately using a known good pump and found that radio pcb had evidence of burn damage. The cause of the condition was the failed radio pcb. The wireless battery module was deemed unserviceable due to a failed radio pcb. Should additional relevant information become available, a supplemental report will be submitted.